Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to maquet cardiac surgery for investigation. Account manager unable to provide tracking number. Shipping and handling department of maquet was contacted. Delivery record of the device cannot be verified due to missing tracking number. The device was not received by the laboratory of maquet wayne facility. Therefore no evaluation could be performed. It is not possible to confirm the reported failure mode "mechanical issue."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws failed to close. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bipolar tip failed to close. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not received by the laboratory of maquet (B)(4) facility. Therefore no evaluation could be performed. This complaint record will be reopened and further investigated if the product becomes available.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws failed to close. The hospital did not report any patient effects.